Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on a performa meter, compared to a professional meter, within 10 minutes: 12.9 mmol/l (performa) and 5.9 mmol/l (hospital meter). No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.